Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system experienced a brief apc outage. The fse confirmed after the power outage that the system meets specification for the performed service and was returned to use.

Event description:
Philips received a complaint on the patient information center ix system indicating the system displayed an error for no alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.